Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 543 mg/dl. The customer alleged that the pump was not delivering insulin properly, as customer did not observe insulin exiting the infusion set tubing. Although customer changed supplies and successfully resumed insulin, customer maintained the pump was not functioning properly. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Customer did not provide a release date; however indicated that the issue was resolved and no permanent damage was sustained.